Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and procedure however, the customer didn¿t remember the detailed of patient and procedure. It was reported to philips that the c-arm was unable to move. Philips field service engineer (fse) called customer to get the information. Based on the information by customer, the c arm was not able to move during procedure, and it resolved by a restart. The customer did not request philips service for this event, so no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and procedure however, the customer didn¿t remember the detailed of patient and procedure. It was reported to philips that the c-arm was unable to move. Philips field service engineer (fse) called customer to get the information. Based on the information by customer, the c arm was not able to move during procedure, and it resolved by a restart. The customer did not request philips service for this event, so no work performed by philips. The codes were updated based on the investigation outcome. The product UDI has been updated.